Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer's blood glucose at time of incident was 40mg/dl and current blood glucose value was 125mg/dl. Patient treated that with food and glucose tablets. Drive support cap was normal. Insulin pump will not be returned for analysis.